Manufacturer narrative:
Additional pro-codes: gam; gas; gat; mbi; new. A review of the device history record: device history lot no non-conformance's were identified for this part number, lot number combination per qlik query executed on 8/12/2019. Device history batch null, device history review null. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. No non-conformance's were identified for this part number, lot number combination per qlik query executed on 8/12/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes mitek reports an event in (B)(6) as follows: it was reported that this was an unknown procedure performed on (B)(6) 2019. When the surgeon was threading the suture to the anchor (210800), the wire broke. The procedure was completed less than a 30-minute delay. There was no harm to the patient. The device was brand new and the first use when the issue occurred. This report is 1 of 1 for (B)(4).